Event description:
It was reported that an ilet user experienced persistent hyperglycemia for almost 24 hours, with a current blood glucose of about 350 mg/dl and a peak of about 401 mg/dl, after multiple cartridge and infusion set changes without noted leaks or bent cannulas. The user attempted to reduce glucose by repeatedly announcing meals and ultimately administered a subcutaneous insulin pen dose before being advised to temporarily disconnect from the ilet and was assigned additional training on proper meal announcements. Symptoms included hyperglycemia with no other clinical signs, symptoms, or conditions reported. Outcomes included a delay to appropriate therapy and missed doses due to improper use patterns. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a user interface and procedural usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.